Manufacturer narrative:
H11: the device was received for evaluation. During functional testing, the reported flow rate problem was able to be reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be that the pressure travel plate was out of adjustment. The pressure travel plate will be adjusted to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump under infused during therapy. It was reported that the expected and actual infusion time, volume and flow rate had 505ml bag of fluids running at 505ml/hour. After running at 505ml/hour for 1 hour and 10 minutes, there was still 100ml in bag and infusion pump listed that 800ml had been infused. Infusion pump was correctly set to 505ml/hour but was not functioning at that rate. There was no report of patient injury or medical intervention associated with this event. No additional information is available.